Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the pt and his father contacted animas alleging that the pump delivered an extra boluses. The pt reportedly administered a 3.10 unit bolus at 10:15 am and a 4.15 unit bolus at 12:10 pm. When a school nurse checked the bolus history to make sure the boluses were recorded correctly, she allegedly found a 1.05 unit bolus administered at 10:26 am and another at 12:57 pm. The pt denied that he gave either bolus. He also denied feeling the pump vibrate when the boluses were delivered. According to the pt, the pump's sounds and vibration were working well. The pt denied that there were any issues with his blood glucose (bg) level going low. The pump's date/time were verified and correct. The keypad was reportedly intact. Based on the info provided, this complaint is being reported due to the allegation that the pump delivered boluses that pt denied giving himself. There is no evidence however that the alleged issue contributed to a serious injury. The pt did not allege any harm or injury because of the alleged issue.